Event description:
Pt with long term history of ventilator dependence due to pulmonary fibrosis was found with ventilator tubing disconnected from the pt's trach site. The staff did not hear the ventilator alarm.